Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a high glucose excursion after not announcing dinner, followed by an automated correction that contributed to hypoglycemia; glucose rose to 255 mg/dl for about one hour above 180 mg/dl without sustained high alerts, and later dropped to 40 mg/dl for about one hour, with device low alerts present and self-treatment with carbohydrates. Symptoms included asymptomatic hyperglycemia and a symptomatic low glucose event without loss of consciousness, dizziness, or other acute effects. Outcomes included user self-management with return to target range, no medical intervention, no use of backup therapy, no ketone testing, and no assistance required. Investigation included review of device reports and user-provided history, as well as troubleshooting and education regarding meal announcements. Investigation of this case revealed a missed meal announcement leading to postprandial hyperglycemia and subsequent algorithm-driven correction preceding the low, with no device alerts/alarms issues and no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that user-related factors, specifically a missed meal announcement, were the most probable cause.